Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information revealed the medtronic device serial ((B)(4)) and date of implant ((B)(6) 2013). A search of medtronic's global complaint handling database found no previous event associated with the provided model/serial information.

Event description:
Medtronic received information that a (B)(6) female patient with a history of chronic heart failure, severe aortic valve stenosis and moderate mitral insufficiency underwent a transcatheter aortic valve implantation. Following placement of a non-medtronic 26 mm bioprosthetic valve, transthoracic echocardiogram showed significant paravalvular leak (pvl). Later, a medtronic 26 mm bioprosthetic valve was implanted valve-in-valve, which resulted in a decrease in the pvl. Post-implant computed tomography scan revealed signs of pseudoaneurysm in the area of the left sinus valsalvae. In an open heart procedure, inspection showed a rupture of the aortic annulus in the area of the left-right coronary commissure and a pseudoaneurysm in the periannular area continuing along the posterior part of the annulus under the ostium of the left coronary artery. Both bioprostheses were explanted and the native valve excised, and successfully replaced by a 21 mm aortic homograft with root replacement. Additionally, a mitral valve annuloplasty was performed with a non-medtronic 28 mm ring. Postoperatively the patient recovered for three weeks in the intensive care unit, two weeks on general ward, and was discharged in good condition. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to medtronic. (B)(4). Title: case report on successful ¿bail out¿ aortic homograft implantation in a (B)(6) woman with aortic ring rupture after double tavi procedure. Authors: piotr kolsut, andrzej juraszek, piotr brzozowski, maciej dabrowski, adam witkowski, jacek rózanski and mariusz kusmierczyk. Citation: journal of cardiothoracic surgery (2015) 10:28 (doi 10.1186/s13019-015-0233-x).